Event description:
Device issue: none. Adverse event: perforation requiring intervention. Onset of adverse event: during the procedure. It was reported that a 3.5 x 12 mm promus stent was deployed in the proximal circumflex lesion. A 3.0 x 15 mm promus stent was deployed distally and another 3.0 x 15 mm promus stent was deployed proximally. Under fluoroscopy, after the two 3.0 x 15 mm promus stents were deployed, a small perforation was noted at the distal edge of the 3.5 x 12 mm promus stent. The graftmaster stent could not be advanced due to the calcification and tortuosity of the vessel to treat the perforation. A balloon catheter was used to seal the perforation. Reportedly, the pt outcome was fine and the pt was due to be discharged the next day. Though requested, no additional event or pt info. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Perforation is a known adverse event as listed in the promus instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster stent is being filed under a separate MFR number.